Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 439 mg/dl. Customer's mother advised after the insulin pump delivered a bolus, the device started beeping and no delivery alarm occurred. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to perform the displacement test and passed. Customer was able to perform the manual prime and fill tubing successfully. Motor error alarm did not recur. Customer was advised to monitor the insulin pump and call back if issues continue.